Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported clip at the distal end was confirmed as the clip not deployed and was still located on the carrier tube. The reported clip at distal end and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a laser atherectomy and ballooning procedure of the popliteal and peroneal arteries. Reportedly, the starclose se clip did not deploy and when the starclose se device was removed the clip was at the distal end of the device. The starclose se device was removed without resistance. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.